Event description:
It was reported that there were concerns regarding premature battery depletion data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns regarding premature battery depletion of this subcutaneous implantable cardioverter defibrillator (s-ICD). Data analysis showed the battery appeared to be depleting more quickly than expected. Boston scientific technical services (ts) consultant recommended device replacement. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns regarding premature battery depletion of this subcutaneous implantable cardioverter defibrillator (s-ICD). Data analysis showed the battery appeared to be depleting more quickly than expected. Boston scientific technical services (ts) consultant recommended device replacement. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns regarding premature battery depletion data analysis showed the battery appeared to be depleting more quickly than expected. Boston scientific technical services (ts) consultant recommended device replacement. The device remains in-service. No additional adverse patient effects were reported.